Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 322 cased by loose switch bracket screws. The upper auxiliary assembly (containing the screws) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this system error 322 alarms.

Event description:
It was reported that a spectrum pump had system error 322 alarms in the history log. It was also reported that there was no pt involvement, as the issue was found during preventive maintenance.